Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified that the associated small femoral head is present with possible early loosening of the femoral component. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined, however, it was noted during the investigation that the liner/head combination is not compatible and this combination is considered off-label use. It is unknown if this combination caused or contributed to the reported dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right hip revision approximately 1 year post implantation due to dislocation. No additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03508.